Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. According to the information provided by the technician, the issue has not been recreated and no parts have been replaced. Evaluation of logs confirms reported failing system checkout, however details from the test is not available. The root cause to the reported issue has not been determined.

Event description:
It was reported that the device does not pass the tests. There was no patient involvement. Manufacturer's ref #: (B)(4).